Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery during a bolus attempt. The patient's blood glucose at the time of incident was 470 mg/dl. The customer was thirsty as a result of her hyperglycemia. The customer changed her entire set and attempted to deliver a correction bolus; the customer confirmed that the bolus was delivered. No products were returned or replaced.